Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bipolar coagulation was defective. When using the coagulation rod of the vasoview 6 pro for the first time, they always test it on a piece of fat to check whether the bipolar clamp works or not. This did not work. Then they asked for another bipolar cable to see if this was the cause. But it still did not work. Then they asked the circulating nurse to pull the plug of the bipolar cable and turn it around, but it still did not work. Then they decided in consultation with the surgeons to give another vasoview 6 pro. The bipolar did work on the new one. The patient did not suffer any damage or injuries, but there is valuable time was lost because of this.

Manufacturer narrative:
(B)(4). Updated section b4, b5, g3, h2, h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bipolar coagulation was defective. A new vasoview was taken during the procedure. The device did not deliver energy. As a result, I could not burn and then cut through side branches of the vein. When using the coagulation rod of the vasoview 6 pro for the first time, they always test it on a piece of fat to check whether the bipolar clamp works or not. This did not work. Then they asked for another bipolar cable to see if this was the cause. But it still did not work. Then they asked the circulating nurse to pull the plug of the bipolar cable and turn it around, but it still did not work. Then they decided in consultation with the surgeons to give another vasoview 6 pro. The bipolar did work on the new one. The patient did not suffer any damage or injuries, but there is valuable time was lost because of this.

Event description:
N/a

Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000424329. History record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.